Manufacturer narrative:
This report is submitted on august 03, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, on (B)(6) 2018 the patient underwent skin revision under a moderate sedation, during an abutment change.